Event description:
Surgeon advised a 3.5mm t-plate, implanted during a supracondylar osteotomy to correct a varus deformity of the left elbow was noted on x-ray to be broken 48 hrs post-operative. Surgeon indicated there was no manipulation or bending of the plate and after surgery a splint was applied to the patient's elbow. Patient was subsequently returned to the operating room and an identical plate was re-applied to the humerus and held fine to allow healing of the bone.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be made at this time. Date of manufacture has been requested.